Manufacturer narrative:
D10 concomitant products: 176630 176630 endoclip iii 5mm applier - (lot#j4h3289y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a malformed clip from the two endoclip iii 5mm applier were identified, and while attempting to remove the clip from the bile duct, the surgeon inadvertently caused a tear in the duct. This resulted in unanticipated tissue loss and tissue damage. The issue was addressed by placing a clip below the damaged tissue to complete the case.